Event description:
Reference number (B)(4). Event occurred in portugal. It was reported by the patient that she has pain at the site of the previous puncture, nurse recommended massaging and applying ice. Swelling at the puncture site measuring approximately size 1.5 cm in diameter. Neurologist started antibiotics therapy. No further information was available.